Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced an intracranial hemorrhage and expired after care was withdrawn. The hvad pump ((B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned pump revealed no gross evidence of device complication or thrombus formation. Individual pathology analysis concluded the material noted within the device was grossly and histologically consistent with postmortem blood clots. Dimensional and functional testing did not identify any issues that may have caused or contributed to the reported event. The most probable root cause of the reported event cannot be conclusively determined; however, there are patient, procedural and pharmacological factors that may have contributed to this event. Death and stroke/neurological dysfunction are known potential clinical adverse events associated with vads as outlined in the IFU. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation.

Event description:
It was reported from the united states that this (B)(6) male patient, with a history of gastrointestinal (gi) bleeds, was originally presented to an outside hospital (osh) with paralysis and slurred speech and was then transferred to the treating facility with an intracranial hemorrhage (ich). The patient had been doing well at home although he had been complaining of headaches for the last few weeks according to his wife. A computerized tomography (CT) scan from the osh showed 6 cm left hemorrhagic cerebrovascular accident (cva) with 6 mm midline shift. Neurological status continued to deteriorate and patient was intubated for airway protection. Patient was also given two doses of a vasodilator to decrease blood pressure. Blood pressure was 140/100 mmhg on admission to osh and international normalized ratio (inr) was at 3.2. The patient was treated with six (6) units of fresh frozen plasma (ffp) once the ich was confirmed. Upon arrival to the treating facility, the patient had nonreactive pupils r>l, was gaging and coughing, zero movement in any extremity, and blood pressure at 136/87 mmhg. Ventricular assist device (vad) parameters were the following: speed at 2820 rpm, flow at 4.3l/min, power ate 4.5 w, and 3l pulsatility, unchanged from baseline. Neurology and neurology surgery were consulted and both stated that given hematocrit finding, clinical symptoms, and co-morbidities this patient was not a surgical candidate and all was discussed with his wife who agreed to proceed with withdrawal of care. The patient made a do not resuscitate (dnr) order and expired. The device was returned to the manufacturer for evaluation.